Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw became not to be open during use. Another device was used to complete the case. There were no adverse consequences for the patient.